Manufacturer narrative:
Date of event: month and year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49.5mm diameter abdominal aortic aneurysm. During the index procedure, due to calcification present another manufacturer's stent was also placed with the kissing technique to ensure limb patency. The patient's iliac arteries ranged from 7.7-14.5mm. It was reported that the patient complained of suffering with pain in her leg since approximately 4 months post index procedure. A CT showed a thrombotic occlusion in the area from the contralateral side of the flow divider to the eia. Although partial stenosis was observed on the contralateral side of the terminal aorta the limb was not completely collapsed. As per the physician, the cause of the event was anatomy related due to narrowing and significant calcification in the terminal aorta. It was also noted that the patient had a low ankle-brachial index, low compliance with medication and had left the leg pain untreated. No additional clinical sequelae were reported and the patient will be monitored by their physician